Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information regarding the reported event is obtained. The system logs for this procedure were not available as of this time of the report, hence, no log review for this procedure has been performed. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for an unspecified duration. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.